Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).

Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model: ec38-i10l-us is available in the USA with a 510k number: k131855. We checked the returned unit and confirmed that the nozzle gluing missing. Based on the result, we concluded that it was caused due to the physical damage applied on the nozzle gluing. In addition, we confirmed that the light guide fiber bundle (lcb) broken, the lcb distal cover glass broken, the suction channel buckled, the ccd driver pcb corroded, the lg cable connector corroded, and the lg prong top loosened; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report "hr-rpt-0585 (nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.